Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve calcification that resulted in a valve in valve procedure being performed was unable to be confirmed. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Although a definitive root case was unable to be determined at this time, it is possible that one or more of these factors may have been present and caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years 10 months 19 days post transcarotid transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient underwent a successful valve in valve procedure with a 26 mm sapien 3 ultra resilia valve to treat severe stenosis that was noted on echocardiogram. The patient was stable post valve in valve procedure. Additional information was received from the fcs revealing a review of the workup performed prior to the valve in valve procedure indicated the 29 mm sapien 3 valve had very calcified cusps. In addition, prior to the valve in valve procedure, it was noted that the patient had a new acute kidney injury (aki) on admission with a cr of 1.9, severe aortic stenosis (as), no regurgitation, mean gradient of 57 mmhg and pv of 4.9. Subsequently, additional information was received revealing the patient was symptomatic with dyspnea on exertion (doe), orthopnea and lower extremity edema. The aortic valve area (ava) was noted to be 0.8 cm2 on an echocardiogram performed approximately 4 years 10 months 2 days post initial tavr procedure.